Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a parotidectomy procedure on (B)(6) 2011 and a reservoir was connected to a drain. After the surgeon closed the wound site, he tried to activate the reservoir, but he could not unlock it. Another device was used with no adverse patient consequences.